Event description:
It was reported that the mattress covers were breaking down. It was reported that at the time of purchase, the IFU did not call out the use of virox as an approved cleaning solution. It was reported that the account has been using this solution to clean the units.

Manufacturer narrative:
On 2012 (B)(4): med-watch number 1313850-2011-00005 for per (B)(4) has already been issued and previously used in another med-watch. A new med-watch number (1313850-2012-00115) is being issued and submitted to replace the duplicate med-watch number for this report and stryker (B)(4).